Event description:
A piece of a lead coil was returned and underwent product analysis. A coil break was identified at the end of the coil segment returned. Scanning electron microscopy images of the coil break show that pitting or electro-etching conditions have occurred at the break location. However, due to surface contamination and or metal dissolution the fracture mechanism of the coil cannot be ascertained. No other relevant information has been received to date.